Event description:
It was reported that a cut in the hose portion of the pneumatic drill was discovered by the MFR's service tech. This issue did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was rec'd by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or cut, so the hose assembly was replaced. Add'l preventative maintenance was also performed. The device was repaired and returned to the customer.